Event description:
Per medtronic, this system was explanted and replaced with their system. Multiple attempts to get explant information from the patient's following physician were unsuccessful. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found destroyed. Two fragments, in total measuring 61 cm, were received but part of the lead including lead tip, ring electrode and rv shock coil was missing. The performance of the fragments was scrutinized. Signs of abrasion and a rubbed through insulation were observed in the distal part of the distal fragment. Based on the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the lead showed severe extraction damages such as one coiled and one fractured conductor cable, damages to the vcs shock coil and the fragmented state of the lead itself. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.